Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted for mechanical circulatory support in a patient of unknown age and gender as part of a clinical study. Specific past medical history, hemodynamic parameters, access site details, and baseline comorbidities were not provided in the available documentation. Per study report, the patient experienced cardiac tamponade, hematoma, and required surgical intervention. The event description indicates that a re-thoracotomy was performed for management. No additional procedural details, timing of onset relative to device placement, anticoagulation parameters, imaging findings, or operative findings were included in the available information. Based on the limited information provided, the reported events of cardiac tamponade and hematoma requiring surgical intervention were adjudicated within the study as related to the impella 5.5. However, due to the absence of detailed clinical, procedural, and diagnostic data, a comprehensive independent assessment of causality cannot be performed. Cardiac tamponade and postoperative bleeding are known potential complications associated with cardiac surgical procedures, re-intervention, anticoagulation therapy, and large-bore access required for temporary mechanical circulatory support. The patient survived following surgical management of the reported complications.